Event description:
The technician alleged the foot brake casters and brake caster supports would not hold. No injury reported.

Manufacturer narrative:
The technician adjusted the foot brake casters and brake caster supports to resolve the issue.